Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000161058.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.